Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced brief sensor issue alert and sensor failure. So, the patient removed her sensor, but the wire was left inside on her skin after she removed it. The patient is feeling fine but nervous because of the sensor, the wire that might be stuck on her arm. The patient had no symptoms during the time of the event. She didn't try to remove the wire on her skin as she didn¿t feel anything, she planned to consult with hcp. The patient called back and said that she went to the primary care doctor's office because she felt a little sore on her arm at the needle puncture site. The patient said that the xray showed that was in her skin (right arm). The doctor scheduled an appointment to remove the wire. The patient wasn't told what procedure will be performed although she was advised that it will be a surgery and her skin has to be cut to remove the wire. At the time of report, she was given extra strength tylenol to ease pain. No other medication was taken. Before the call ended, she requested to speak to some regarding the claims/reimbursement but there's no available from escalation at that time so, the patient agreed to get a callback instead to discuss the claims procedure. A callback was made on (B)(6) 2026. The patient confirmed that on (B)(6) 2026 the doctor sedated the patient through injection and used a scalpel to remove the wire by doing a very small cut at puncture site, but the doctor couldn't remove the wire so she was recommended to go a surgeon. The incision was closed with bandage. No post-surgery medication was given. The patient had a successful operation on (B)(6) 2026 with the wire and swelling removed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.